Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm at right internal carotid artery with a max diameter of 5mm and a 6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7mm diameter. The landing zone was 4 mm distally and 4.3 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the surgeon selected a shield dense-mesh ped2 stent. Once vascular access was established, the stent was advanced to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the stent's tip and waiting for about 10 seconds; however, the tip failed to open. It was continued to deploy an additional 12 mm of the stent, but the tip remained unopened. Attempts to retrieve and re-deploy the stent¿including maneuvers such as gentle agitation and alternating pushing and pulling¿were unsuccessful in opening the tip. Adjustments to the tension of the phenom 27 microcatheter failed to open it. Consequently, the stent was withdrawn from the body. Upon external examination, it was confirmed that the stent's tip was unable to open. Suspecting potential damage to the ped2 stent and phenoom27 catheter, both the stent and the catheter were replaced simultaneously, thereby completing the procedure. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ton-bridge medical guide catheter, silver snake guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232320839); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.